Manufacturer narrative:
Date of this report on the initial MDR should have been 9/21/2015. Therefore, a correction MDR is being submitted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date the lens remains implanted and therefore was not returned for evaluation. The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Dimensional inspection is performed at lens generation. The results showed that all dimensions were within specification. Optical measurement is performed at final inspection and the in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. A review of the labeling for the intraocular lens was completed. The directions for use, (dfu) provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu provides directions for placement of the lens and it is noted that special care should be taken to ensure proper positioning of the tecnis® toric 1-piece iol at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the tecnis® toric 1-piece iol with the intended axis of placement. The warnings section state that rotation of the tecnis® toric 1-piece iol away from its intended axis can reduce its astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon saw a tecnis toric lens rotate 40 degrees this past week. The surgeon had to go back and reposition the lens. The lens had an oblique astigmatism. Reportedly, there was no surgical complication. In follow-up, it was reported that the intraocular lens (iol) was implanted (B)(6) 2015. The surgeon saw the lens rotate 40 degrees and had to go back and reposition the lens on (B)(6) 2015. Reportedly, the patient is doing fine post-operatively. Pre-operative: axial length: 23.83 mm; corneal diameter: 12.19 mm; intended rotational alignment: 158 degrees; keratometry 42.72@66/44.40@156; anterior chamber depth: 2.74 mm. Post-operative: rotational axis: 10 degrees; rhexis apposition: 360 degrees; manifest refraction: -0.50+1.75x115 (cycloplegic); ucva: 20/60-2; bscva: 20/40. Rotation was detected 3 weeks on patient's left eye (os): exam findings (anterior chamber depth, iop, level of inflammation, discomfort): iop: 13. Anterior chamber: clear.